Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. The device history record for the lot number,0202241542, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Fill volume: 175 ml; flow rate: 400 ml. A report was received stating that the medication infused in less than 35-minutes. It was scheduled to run for 70-minutes. The patient did not suffer any patient injury. The only side affect that the patient experienced was itching at the peripheral intravenous insertion site. That itching resolved immediately. There was no indication that the patient had added pressure to the pump to cause the device to flow faster. There were no warming devices used by the patient. The pump was used immediately after it was picked up at pharmacy after being filled. The pump used on the patient was not saved to return for investigation. Additional information received 18-may-2016 stated the pump was located on the side of the patient on the bed at hip level. The patient's intravenous access was located on her right wrist. There was no warming devices used. The environmental conditions were room temperature. No further information to be provided.

Manufacturer narrative:
The original sample used on the patient was not returned. Two lot samples from the pharmacy's reserve stock were returned for evaluation. The first sample is identified as pump #1. The second sample is identified as pump #2. Pump #1 was returned empty. A baxa repeater pump was used to refill the pump with 250ml of 0.9% saline. The pinch clamp was opened and the pump infused. Flow accuracy testing was performed on the pump. After 1 hour of testing, the pump did not flow. Pressure pot testing was performed on pump #1 on the flow control tubing. The tubing was detached from the pump. The flow control tubing was connected to a pressure gauge. The average bladder pressure used was 10.22psi. After 0.17 hours of testing the tubing yielded a flow rate of 3.49ml/hr which is below specification with a 15% tolerance. The filter was removed from the tubing and pressure pot testing performed again. The flow control tubing yielded a flow rate of 148.84ml/hr which is within specification with a 15% tolerance. Pump #2 was returned empty. A baxa repeater pump was used to refill the pump with 250ml of 0.9% saline. The pinch clamp was opened and the pump infused. Flow accuracy testing was performed on the pump. After 1 hour of testing, the pump did not flow. Pressure pot testing was performed on pump #2 on the flow control tubing. The tubing was detached from the pump. The flow control tubing was connected to a pressure gauge. The average bladder pressure used was 10.22psi. After 0.17 hours of testing the tubing yielded a flow rate of 3.54ml/hr which is below specification with a 15% tolerance. The filter was removed from the tubing and pressure pot testing performed again. The flow control tubing yielded a flow rate of 167.40ml/hr which is within specification with a 15% tolerance. The investigation summary for both pump #1 and pump #2 concludes that fast flow was not observed. A no flow was observed on the pump when the filter was in place. During the flow accuracy test, the pumps did not flow. During pressure pot testing with the filter attached the flow rates were below specification. After removing the filters and performing pressure pot testing again the tubing yielded flow rates that were within specification. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).